Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42522100811, articular surface medial congruent (mc) right 11 mm, lot# 65411060; MDR: 3007963827-2023-00217.

Event description:
It was reported the patient presented to hcp office with instability issues approximately 6 months post implantation. The tibial implant and articulating surface were revised